Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist who contacted the company with a product inquiry, concerns (B)(6) male patient. Medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) up to 20 units daily based on a sliding scale via a reusable luxura humapen half dose (hd) device for treatment of diabetes starting on an unknown date before oct 2012. On an unknown date, the patient was hospitalized due to his blood sugars being out of control. No blood glucose values, treatment or dates of hospitalization were provided. It was reported that the patient recovered. On an unknown date, the patient experienced blood sugars not being controlled and values had been as high as 300 mg/dl (normal range not provided). The reporting pharmacist reported that the insulin lispro cartridges contained bubbles (product complaint (B)(4)/lot c010339c and (B)(4)/lot unknown), and he felt the pen was not being used properly because the user of the pen did not understand how to resolve the bubbles in the cartridge even after retraining (product complaint (B)(4)/lot unknown). At time of reporting, the event outcome was unknown. Treatment with insulin lispro via reusable luxura humapen hd device continued. The patients care giver was a trained user of the device. The general device and the problem device duration of use was not provided. No evidence of improper use and or storage was reported or identified. If the device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting pharmacist did not provide an opinion of relatedness however it was felt that the pen was not being used properly. Update 17jan2013: upon review of this case on 17jan2013, the case was opened to recode the suspect device from and luxura unknown body type to luxura hd and add the product complaint numbers and information to the narrative. The medwatch fields were completed. Update 22jan2013: additional information received on 21jan2013 from the global product complaint database; added the device specific safety summary. Updated the medwatch, EU/ca fields and narrative.

Manufacturer narrative:
Evaluation summary: a pharmacist reported that a male patient had air bubbles in the cartridges for the humapen luxura hd and he experienced high blood sugar levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Improper use and storage - there is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company with a product inquiry, concerns an (B)(6) male patient. Medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) up to 20 units daily based on a sliding scale via a reusable luxura humapen half dose (hd) device for treatment of diabetes starting on an unknown date before (B)(6) 2012. On an unknown date, the patient was hospitalized due to his blood sugars being out of control. No blood glucose values, treatment or dates of hospitalization were provided. It was reported that the patient recovered. On an unknown date, the patient experienced blood sugars not being controlled and values had been as high as 300 mg/dl (normal range not provided). The reporting pharmacist reported that the insulin lispro cartridges contained bubbles (product complaint 2445294/lot c010339c and 2445298/lot unknown), and he felt the pen was not being used properly because the user of the pen did not understand how to resolve the bubbles in the cartridge even after retraining (product complaint 2445301/lot unknown). At time of reporting, the event outcome was unknown. Treatment with insulin lispro via reusable luxura humapen hd device continued. The patient's care giver was a trained user of the device. The general device and the problem device duration of use was not provided. No evidence of improper use and or storage was reported or identified. If the device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting pharmacist did not provide an opinion of relatedness; however, it was felt that the pen was not being used properly. Update (B)(4) 2013: upon review of this case on (B)(4) 2013, the case was opened to recode the suspect device from and luxura unknown body type to luxura hd and add the product complaint numbers and information to the narrative. The medwatch fields were completed.